Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had explanted the internal battery due to the infection of the battery implantation site. Re-implantation of the product will not be considered at a later stage.